Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black mark was noticed inside the tubing at the top of patient line of a homechoice cassette. This event occurred before use of the device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was evaluated for the reported event of particulate matter in the fluid path. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was visually inspected and the reported event was verified for particulate matter noted at the patient line weld. The evaluation determined that the particulate matter on the patient line was created from an arc during the welding process. The arcs occurred when the weld was redirected outside of the welding process, which created a flash that burned the tubing. The cause of the event was determined to be manufacturing related. Should additional relevant information become available, a supplemental report will be submitted.